Manufacturer narrative:
(B)(4). Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, a break was noted in the shaft and the actual sheath size used in this procedure was a 7 french. The device was received partially withdrawn through a 7 french sheath. The distal end of the balloon could not be withdrawn through the sheath as the distal end of the balloon was not refolded and as a result was too bulbous. An examination of the entire balloon found that the balloon was not refolded correctly in order to facilitate a withdrawal through the sheath. The distal edge of the sheath was flared as a result of the failed attempts to pull the balloon through. When the device was examined further it was noted that a break had occurred in the shaft at the proximal balloon bond site (69 cm distal to the strain relief). An examination of the break site found that the shaft was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that the physician was unable to remove the express-vascular ld stent delivery system from the 6 french sheath after deploying the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is okay. However, returned product analysis revealed that a shaft breakage occurred.